Event description:
This lead was explanted due to noise and elevated thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found in the lead. Approximately 37.5 cm, 48 cm and 51 cm distal to the is-1 connector pin the lead was found covered in fibrotic growth. Furthermore, the fixation helix and ring electrode were also found covered in fibrotic growth. Calcifications are known to cause elevated thresholds. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.